Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and a review of the logs. The central processing unit board, anesthesia control board, and power board connections were reseated.

Event description:
The hospital reported the unit alarmed for a system failure. There was no report of patient involvement.